Event description:
It is reported that as the scrub tech was attempting to attach the shell to the inserter, a shard from the rim of the shell passed both glove layers and poked her.

Manufacturer narrative:
Eval summary: by nature of the material, post-mfg handling has the potential to pull up a loose wire. Post-mfg handling may have pulled the wire loose in this case. With the info provided, a definitive root cause for this event cannot be determined. Eval: device history records indicate all components were mfg and inspected to spec. As received, there was only a fiber slightly protruding from the shell less than 1/64th of an inch. The wire may have been longer and broken off in transit back to zimmer.